Event description:
She obtained a result of 302mg/dl at 6:00pm and took novalog through her insulin pump (amount not provided). She reports that within 15 minutes she was sweating and incoherent. She was given 10 glucose tablets by her husband and a drink. She reports testing 20mg/dl at this time. Approximately a half hour later she tested 302mg/dl and she went to bed. No quality controls were used. Requested return of suspect device and replacement was sent.